Manufacturer narrative:
Correction: the correct medical device problem code should have been noise, rather than over-sensing and pacing problem. The correct event description in b5 should have been "it was reported that the right atrial lead exhibited noise. Programming changes were made. There were no patient consequences.", rather than "it was reported that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. There were no patient consequences."

Event description:
It was reported that the right atrial lead exhibited noise. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. There were no patient consequences.